Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: a review of the pump¿s black box data revealed loss of prime warnings due to low, non-zero force. A prime sequence was successfully performed with no duplicated loss of prime warnings or alarms. The force sensor calibration did not measure within specifications. The pump was opened and there was no damage observed inside the pump. The resistance on the force sensor measured within specifications. Unrelated to the initial complaint, the audio bolus button was damaged.